Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is most likely caused by nicking the suture with another instrument and/or fraying from sharp edges of the bone tunnel or patient non-compliance as described by the surgeon. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that the patient had an ac joint repair of his shoulder performed on (B)(6) 2013 (artificial ligament). At his post-op, follow up 20 days later, an x-ray was taken. The repair looked well. Second (2nd) follow up on (B)(6) 2013, the patient had an x-ray showing the suture holding the repair in place was broken. On (B)(6) 2013, the patient received second surgery to revise his ac joint. The doctor described the reason why this incident took place: it is not surgery/product, but patient¿s wrong care (not following post-op instruction).